Event description:
Infusion pump indicated occlusion. Tubing and cvc checked for occlusion. A new tubing was replaced and infusion re-tried. No occlusion alarm, initially determined by pharmacist to be defective tubing. Later discovered that defect is in the pump not the tubing. Pump will be sent back to MFR.